Manufacturer narrative:
The field service engineer could not find a problem. He checked the system and the customer ran calibration and qc with results meeting their specifications. The investigation is ongoing.

Event description:
There was an allegation of error messages and questionable ise indirect gen.2 results from the cobas 6000 c501 module. Patient 1 initial sodium result was 169 mmol/l and the repeat result was 136 mmol/l. The repeat result on another analyzer on (B)(6) 2022 was 125 mmol/l. The initial chloride result was 109 mmol/l and the repeat result was 104 mmol/l. The repeat result on another analyzer on (B)(6) 2022 was 92.9 mmol/l. Patient 2 initial sodium result was 118 mmol/l and the repeat result was 133 mmol/l. The repeat result on another analyzer on (B)(6) 2022 was 138 mmol/l. The initial potassium result was 4.04 mmol/l and the repeat result was 4.49 mmol/l. The repeat result on another analyzer on (B)(6) 2022 was 4.6 mmol/l. The initial chloride result was 88.5 mmol/l and the repeat result was 102.2 mmol/l. The repeat result on another analyzer on (B)(6) 2022 was 104 mmol/l. On (B)(6) 2022, patient 3 initial sodium result was 169 mmol/l. The repeat result on another analyzer was 143 mmol/l. No questionable result was reported outside of the laboratory. The sodium electrode lot number was z7186, the potassium electrode lot number was j0432, and the chloride electrode lot number was u1978. The expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent.